Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during a scs implant procedure, the physician had trouble placing the lead due to the patient's scoliosis. Postoperative, the patient experienced abdominal pain. The patient was programmed and stated she felt relief from the abdominal pain when the stimulation was on. The patient was to follow-up with her physician at a later date.